Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to a high shocking lead impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
The boston scientific representative will discuss the clinical observations with this patient's physician. No other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received that the latitude red alerts are still being detected from this system due to high shocking impedance measurements. The caller will discuss the clinical observations with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.